Manufacturer narrative:
Info has not been provided. Lifescan has requested the return of the subject meter and test strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that the prod was having the following power related issue: does not turn on, which was unresolved with troubleshooting. There were no allegations of harm or injury.